Manufacturer narrative:
Other text: device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed no damage to the pump. The investigation found that the device was beeping with little sound. The investigation determined that a defective piezo or beeper was the cause of the reported issue. The front piezo was replaced. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump had a "no beep" error and version five of the software needed to be loaded. There was no patient involvement.